Event description:
In february 2006 the lay user/pt contacted lifescan (lfs) alleging the one touch ultra meter was displaying only the date and time when he attempted to test his blood glucose level. On february 19, 2006 the date and time were being displayed on the reported meter when the patient attempted to test his blood glucose level. The patient reported no symptoms of high or low blood glucose levels at that time. The patient went to the hospital, where he received dextrose intravenously. During the troubleshooting telephone call the customer care advocate (cca) talked the patient through resetting the meter's date and time successfully. The meter, test strips and control solution were replaced.